Event description:
Complaint is reportable based on additional information received on 20-sep-2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Using the femoral approach, the procedure treated the de novo, 90% stenosed 2.75x18mm target lesion located in the moderately calcified and moderately tortuous left anterior descending artery. After pre-dilation with a non-bsc balloon, the physician advanced the 2.75x20mm taxus liberte stent for treatment, but the stent did not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed the stent was missing from the delivery device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the returned device consisted of a taxus liberte monorail stent delivery system (sds) with no stent. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon centered between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was slightly folded with positive pressure applied. There was tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).